Manufacturer narrative:
(B)(4).

Event description:
Reportable based on additional information received on (B)(4) 2015. It was reported that balloon failed to inflate. Vascular access was obtained via the left artery. The 60% restenosed, 30x2.0mm, eccentric target lesion was located in the non-tortuous and non-calcified mid left anterior descending (lad) artery. A 6fr/ jl4 guide catheter and a 180 cm choice pt es guidewire crossed the lesion. The 2.00mm x 30mm maverick²¿ balloon catheter was advanced to dilate the lesion. However, the balloon failed to inflate at 8 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. However, it was further reported that the physician noted a hole in the balloon.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter with no other devices. There was contrast in the inflation lumen. The balloon was loosely folded. The balloon was microscopically examined and no damage or irregularities identified. The device was inflated to the rated burst pressure (12atm) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on additional information received on (B)(4) 2015. It was reported that balloon failed to inflate. Vascular access was obtained via the left artery. The 60% restenosed, 30x2.0mm, eccentric target lesion was located in the non-tortuous and non-calcified mid left anterior descending (lad) artery. A 6fr/ jl4 guide catheter and a 180 cm choice pt es guidewire crossed the lesion. The 2.00mm x 30mm maverick 2 balloon catheter was advanced to dilate the lesion. However, the balloon failed to inflate at 8 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable. However, it was further reported that the physician noted a hole in the balloon.